Manufacturer narrative:
Product analysis conclusion; the reported inaccurate delivery with occlusion of the lcca was confirmed on the image provided. Lack of additional procedural angio grams or post-implant CT¿s did not allow for a more thorough analysis of the stent graft in vivo positioning. It is likely that the noted issues with the physician glove was a factor in the reported event. It is also possible that there was forward pressure on the delivery system that was not sufficiently relieved prior to tip release. A device issue cannot be ruled out as a potential cause. However, the delivery system was discarded and a product investigation could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a type ia endoleak from a non mdt stent graft that had been implanted a year previously. It was reported that during the index procedure, after deploying the 3rd stent of the valiant navion device in the proximal area, the physicians glove got caught at the front grip of the delivery system (an abnormal noise was heard when moving the slider). There was no effect to the positioning at the proximal area at this stage but after the physician then removed the caught glove from front grip, it was confirmed then the stent graft was in an undesired location. A fluoroscopy performed showed that 3/4's of the left common carotid artery was now covered by the stent graft. It was judged at this stage the positioning could not be corrected so deployment was completed. Following this, it was confirmed there was blood flow to the left common carotid artery but a bypass to the brachiocephalic artery was then performed because of most of the artery was covered. As per the physician, the cause of the event is user error and the operators glove getting caught in the external slider. No additional clinical sequalae were provided and the patient is fine.